Event description:
It was reported "guidewire became unraveled during procedure. Rrt was attempting to insert the catheter when the guidewire came unraveled. Second try was made with another arterial line by same rrt but was unsuccessful. A third attempt made by a pa or nurse practitioner, successful attempt on third try." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "guidewire became unraveled during procedure. Rrt was attempting to insert the catheter when the guidewire came unraveled. Second try was made with another arterial line by same rrt but was unsuccessful. A third attempt made by a pa or nurse practioner, successful attempt on third try." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device for evaluation. Large amounts of biological material were observed within the guide wire tubing. Visual analysis of the assembly revealed that the guide wire was partially advanced into the needle and was unraveled due to a separation in the core wire towards the distal end. The coil wire was advanced out of the needle cannula. The core wire was additionally kinked within the guide wire tubing. Microscopic examination confirmed the damage and revealed that the distal weld was full and spherical. Further inspection with a uv light was performed, and no adhesive was noted. To dimensionally inspect the guide wire and needle, the guide wire tubing and coil wire were severed and the guide wire with handle was removed from the needle. The kink in the guide wire core wire measured 111 mm from the guide wire handle. The outer diameter of the guide wire measured 0.442 mm which is within the specification limits of 0.432-0.457 mm per the guide wire product drawing. The inner diameter of the needle cannula measured 0.020" which is within the specification limits of 0.0190 - 0.0205" per the cannula product drawing. To functionally inspect the needle, the guide wire tubing and coil wire were severed and the guide wire with handle was removed from the needle. Functional testing of the guide wire could not be performed due to the damage. A lab inventory guide wire was advanced through the needle tip, and advanced with little to no resistance. Performed per instructions for use (IFU) statement provided with a general ra kit, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The IFU provided with a general ra kit informs the user, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The IFU also states, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of an unraveled guide wire was confirmed through investigation of the returned sample. The guide wire was returned partially deployed in the needle and the guide wire coil wire was unraveled due to a separation of the core wire. Large amounts of biological material were additionally observed within the guide wire tubing, guide wire hub, and on the guide wire body, which likely contributed to the resistance experienced by the customer. The customer did not report any resistance during initial deployment of the guidewire, indicating that the damage occurred during catheter advancement and removal of the guide wire. Inspection of the returned device did not identify any manufacturing anomalies, and the device passed all relevant dimensional requirements. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the returned sample and the customer report that the damage was observed during use, unintentional use error likely caused or contributed to the event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "guidewire became unraveled during procedure. Rrt was attempting to insert the catheter when the guidewire came unraveled. Second try was made with another arterial line by same rrt but was unsuccessful. A third attempt made by a pa or nurse practioner, successful attempt on third try." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Medwatch report received 31-oct-2024, mw#5160199. Corrected data: section b.3.-date of event corrected to 19-sep-2024 based on medwatch received.